Event description:
It was reported that during a post stent dilatation procedure, the balloon acted compliant (grew and bulged) and a dissection occurred. The dissection was repaired with another balloon. The pt subsequently expired on 10/9/96. Cause of death was not available. The pt was a diabetic who was in renal failure.